Event description:
It was reported that the device was overheating. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A review of the manufacturing process for was conducted by quality engineer in order to verify that there are no situations or practices that could create the event. No discrepancies were found. The product was received for evaluation. Visual and functional testing were performed. Wear and tear damage to pole clamp, membrane switch, top and bottom enclosure were noted during the visual inspection. Functional testing was unable to duplicate reported problem. The root cause of the reported issue could not be established as the reported problem could not be duplicated. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).